Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. The foreign matter was identified as excessive lubricant on the needle shaft, which is a component in the manufacturing of the eclipse needle. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, and samples the customer¿s indicated failure mode with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd eclipse¿ blood collection needle with luer adapter there are ¿tiny smears on the needle. There was no report of injury or medical intervention.